Event description:
A surgeon reports that a patient was implanted with an intraocular lens (iol) in 2002. The patient returned in 2004 complaining about poor vision. On examination speckles of brown discoloration were noted in the lens.